Manufacturer narrative:
(B)(4). The size code for the catalog number 2k41 changed from 28 to 38. Continued from concomitant medical products, troponin reagent list number 2k41-28 lot 39483un-10. Results: the panel was within specification. To investigate the customers concern, we first reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customers facility. Our review of this data did not identify any problematic complaint activity that would indicate this product is performing contrary to its claims. To evaluate the accuracy of the assay, we tested six replicates of an internal troponin-I panel with the same reagent lot, 39483un10. All of the materials utilized in testing were stored and maintained at our facility. The troponin-I panel is made from human plasma and it's targeted to a known concentration. The panel was within specification. This demonstrates that our assay can accurately detect known concentrations of troponin-I. We regret that we cannot inform the customer of the specific cause for the variation in negative qc results they observed however. We have referred the customer to the precision profile section in the assays package insert which states;. Please note that the concentration in which the assay was designed to have a 10% cv is at less than or equal to 0.10 ng/ml. In a study that we conducted utilizing human panels (n=14) prepared to concentrations ranging from 0.02 ng/ml to 0.25 ng/ml, the lowest architect stat troponin-I assay value exhibiting a 10% cv was at 0.032 ng/ml. Please note that this is representative data and that individual laboratory results may vary from this study due to differences in the testing protocol, and variation between instruments, calibrations, reagents, and replicates. Details regarding the study can be found in the specific performance characteristics section, precision profile heading in the assays package insert. Our investigation determined that this product is performing as intended and meeting safety, effectiveness and label claims.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect troponin reagent has generated a false positive result on a patient sample. The initial result was positive at 0.038 ng/ml, the retest result was also positive at 0.013 ng/ml. The sample was tested on another architect analyzer (s/n (B)(4)) and the result was negative at <0.03. The customer's cut-off for the troponin assay is <0.03 ng/ml. There was no adverse impact to patient management reported.